Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3057, lot# unknown, product type: screening device .information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient trial patient with an external neurostimulator (ens) for urge incontinence. It was reported she had some pain when she rolled over at night. Also, she mentioned that one of her leads came unhooked. It was noted the patient¿s husband was able to plug her lead back in. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.